Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: it was reported that a cook single-use holmium laser fiber was found broken inside ureteroscope after about two minutes of laser firing. Broken laser fiber removed and replaced with new one and procedure completed with no difficulty. Based on available information, patient did not require additional procedure due to this occurrence and no adverse effects has been reported as a result of reported issue. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. Laser fiber was discarded and no device has been returned. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no non-conformances related to laser fiber breakage issue, it was concluded that adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue; never subject fiber optics to sharp bends in handling, use, or storage. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Extended lasing at high power, lasing with a contaminated or damage proximal; poor lasing beam alignment or focus; always keep connector end dry and free of contaminants. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU such as "improper handling", "never subject fiber optics to sharp bends in handling, use" ,etc. Could contribute to laser fiber breakage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an unspecified procedure using a cook® single-use holmium laser fiber, with the second firing of the laser fiber, the fiber broke in two within the ureteroscope. The procedure was completed with a second fiber. There were no adverse effects to the patient reported as a result of this occurrence. Additional details regarding the patient and the event have been requested. At this time, no additional information has been provided.